Event description:
On 03/16/1998 following a diagnostic procedure. An angio-seal device was placed in a patient's right groin. The pt seemed to be without sequelae, and was therefore discharged home. The following day the pt noted an abrupt onset of pain in the right groin with severe ecchymosis. The pt presented to the emergency room where an ultrasound revealed the presence of a psuedoaneurysm. On 03/20/1998 the pt underwent surgical repair of the psuedoaneurysm (noted to be 3cm in diameter). The dissection was reportedly difficult due to the obesity of the pt, as well as her "large vessels." The angio-seal was identified to have been deployed subcutaneously, with the device collagen visualized in the wall of the pseudoaneurysm. The device was removed and the artery repaired. The pt reportedly did well post-procedure, and was discharged home. As of 04/17/1998 there has been no further report of complication or pt sequelae made to the MFR.